Manufacturer narrative:
12/19/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The hospital has reported no pt injury occurred.